Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing three occurrences of inability to aspirate during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported unable to draw insulin into syringe. Customer unable to draw up insulin into syringe.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing three occurrences of inability to aspirate during use. The following has been provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported unable to draw insulin into syringe. Customer unable to draw up insulin into syringe.

Manufacturer narrative:
The complaint was reevaluated as not reportable. This MFR. Report # 2243072-2019-01856 is void. H3 other text : see h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing three occurrences of inability to aspirate during use. The following has been provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported unable to draw insulin into syringe. Customer unable to draw up insulin into syringe.